Event description:
Additional information received from reporter on 9/24/2024 for report mw5159603. I would like some kind of resolution. I have had apthous cysts, loss of eyesight, loss of 3 teeth, suicide attempts due to pain, surgery with foreign body reaction by dr. Foote/u penn and the last thing dr. Sally gerges did was prescribe a night guard. Growing up my father and mother paid thousands of dollars for braces and good teeth. Nothing has been done since these dentists just teeth removal due to constant near fatal and painful symptoms. I am so sick of paying for something that should have been caught. My smile was beautiful before all these symptoms, and even trans-ischemic attacks. (B)(6) uses aedit and when I call aedit corporate, a guy named (B)(4) answers and has no clue of the company aedit. This is the most unbelievable horror story of my life trying to smile, all my nerves are damaged and no one wants to take any responsibility. The FDA has it on their website so dentists should know what it is. And yes, everyone should know, im still in pain, have three teeth missing and feel like offing myself.

Event description:
I almost died from a foreign body reaction to polymethyl methacrylate which is used in provisa by my dentist dr. (B)(6). The manufacturer of provisa is benco dental. I lost everything and nearly died. A pathologist had to diagnose and surgically remove. Attached: dr. (B)(6), biopsy and surgery attached I would like an investigation into this as I have lost everything and my health is horrific now. My lawyer has all the records. Provisa has a polymethyl methacrylate ingredient and not one dentist/doctor could diagnose properly until pathologist, dr. (B)(6).

Event description:
Additional information received to update event on 01/15/2025 for report mw5159603. Dear ms. (B)(6), I have to go back to dr. (B)(6) again as there is still painful bits of polymethyl methacrylate. The surgeons are sure it is filler. Please help me get the bottom of this as I lost my eyesight, had trans ischemic attacks, had granulomas. Dr. (B)(6) and surgery team said it is definite filler, which I never consented to. I was in so much pain for years with constant misdiagnosis and lost a very good job and other contracts. My former pcp. Dr. (B)(6) also misdiagnosed, saying he never heard of it and now is taking me off anxiety medication, with horrific withdrawals added so much stress. His social worker, (B)(6), yelled at me for emailing an order from an orthopedic surgeon dr. (B)(6) and never would have had to go to them if this has been properly diagnosed. Its disgusting.

Event description:
Additional information received on 1/22/2024 for report mw5159603 to update manufacturer name. Reference reports mw5163826, and mw5163826-1.